Event description:
The customer received a control reading of 115mg/dl on the contour next. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Test strip information provided by the customer was invalid. Report filed under meter. The customer was asked to return the strips for investigation. New meter, strips and control were sent to her.